Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had intermittent undersensing, and the right ventricular (rv) lead had undersensing and oversensing on stored electrograms (egm). The leads remain in use. No patient complications have been reported as a result of this event.